Event description:
The user's hearing development was good from the beginning and there weren't any problems during surgery and afterwards. After about a year (ca end of 2023), swelling and inflammation occurred in the area of the flap over the implant. Medical treatments were tried but were not effective and the situation recurred - the implant came out of the skin and exposed. On (B)(6) 2024 the surgeon did a "rotation flap" surgery and changed the placement of the device. The impedances were reportedly good afterwards. A pathology test on the tissue around the implant was performed and it was "inflammatory granulation tissue". After about 2 months, the implant came out of the skin again and was exposed. Thus, the device was explanted on (B)(6).2024. The electrodes was left inside the cochlea for a re-implantation surgery in the future.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient was explanted due to a re-occuring extrusion of the device and infection. Reportedly the recipient underwent skin flap revision surgery in (B)(6) 2024, however the device extruded again. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the reported infection. The explanted device has not been received for investigation yet. This is a final report.

Event description:
About a year after implantation (ca end of 2023), swelling and inflammation occurred in the area of the flap over the implant. The implant extruded through the skin. On 17feb2024 the surgeon performed a "rotation flap" surgery and repositioned the stimulator housing. About 2 months after the revision surgery, the implant extruded through the skin again. Thus, the device was explanted on (B)(6) 2024.

Event description:
About a year after implantation (ca end of 2023), swelling and inflammation occurred in the area of the flap over the implant. The implant extruded through the skin. On (B)(6) 2024 the surgeon performed a "rotation flap" surgery and repositioned the stimulator housing. About 2 months after the revision surgery, the implant extruded through the skin again. Thus, the device was explanted on (B)(6) 2024.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device damage or defect which is expected to have been present whilst implanted. According to the information received from the field, the recipient was explanted due to a reoccurring extrusion of the device at the incision line and infection. Reportedly the recipient underwent skin flap revision surgery in (B)(6) 2024, however the device extruded again. Pathology report showed a foreign body type granulomatous reaction. The position of the implant housing at the incision line, which applies constant pressure on the surgical line, as well as the foreign body reaction are contributing factors to the device extrusion present in this case. The recipient was treated for an infection twice, reportedly after device extrusion. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the infection, but rather through inoculation of bacteria through the skin after device extrusion. A foreign body reaction is a rare complication of a cochlear implant and may be unresponsive to conservative treatment or surgical revision, requiring reimplantation a few months later, allowing the skin to heal before reimplantation. This is final report.

Manufacturer narrative:
Additional information: according to the information received from the field, the recipient was explanted due to a reoccurring extrusion of the device at the incision line and infection. Reportedly the recipient underwent skin flap revision surgery on (B)(6) 2024, however the device extruded again. Pathology report showed a foreign body type granulomatous reaction. The position of the implant housing at the incision line, which applies constant pressure on the surgical line, as well as the foreign body reaction are contributing factors to the device extrusion present in this case. The recipient was treated for an infection twice, reportedly after device extrusion. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the infection, but rather through inoculation of bacteria through the skin after device extrusion. The concerned device was explanted but has not been received for investigation yet. A foreign body reaction is a rare complication of a cochlear implant and may be unresponsive to conservative treatment or surgical revision, requiring reimplantation a few months later, allowing the skin to heal before reimplantation. This is a final report.

Event description:
About a year after implantation (ca end of 2023), swelling and inflammation occurred in the area of the flap over the implant. The implant extruded through the skin. On (B)(6) 2024, the surgeon performed a "rotation flap" surgery and repositioned the stimulator housing. About 2 months after the revision surgery, the implant extruded through the skin again. Thus, the device was explanted on (B)(6) 2024.